Event description:
It was reported that the patient presented to the hospital for a generator change and right atrial (ra) lead revision due to lead noise noted on remote transmission. During the procedure, the new ra lead was noted to exhibit a high capture threshold, resulting in loss of capture during multiple implant attempts. The ra lead repeatedly dislodged following helix fixation. The ra lead was removed from the patient for helix inspection; no tissue was observed and the helix was noted to retract on its own without helix rotation. The old ra lead was capped on (B)(6) 2026 while the new ra lead was not used and replaced with a new ra lead. There were no patient consequences.